Event description:
During laparoscopic hysterectomy the device failed to cauterize which led to profuse bleeding surgeon then had to open patient to complete procedure with no apparent adverse effect.